Manufacturer narrative:
A ge service rep performed an on site investigation. The gib and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system locked up with a collimator error at boot up. No pt injury was reported.